Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "sensor not found" message after 4 days of wearing the adc freestyle libre 2 sensor. Customer further reported he experienced loss of consciousness and ended up in hospital, however no further information was provided as he refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving a "sensor not found" message after 4 days of wearing the adc freestyle libre 2 sensor. Customer further reported he experienced loss of consciousness and ended up in the hospital, however, no further information was provided as he refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Attempted to scan the returned sensor using approved software, and the sensor did not scan. The software was reset and a second attempt to scan the sensor was made, the sensor still did not scan. Additional investigation was performed on the returned sensor and found that returned sensor did not communicate with the evm (evaluation module) or joint test action group (jtag). This indicates that the application specific integrated circuit (asic) in the sensor is not functioning. The asic is the component on the sensor printed circuit board (pcb), similar to a microcontroller, which performs all the data processing. Therefore, this issue is confirmed due to a nonfunctional application specific integration circuit (asic). The DHR review was previously performed for the libre sensor and showed the libre sensor, and sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.